Manufacturer narrative:
Conclusion and justification status: the complaint states adjusting knob has cracked. The investigation confirmed the failure mode as reported the failure is the overmold material cracking. The lot number confirms the material of the adjusting knob is radel. As per (B)(4) the material has now been changed from radel to avaspire which is more resistant to the propagation of cracks. No further actions are identified. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Adjusting knob has cracked.